Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for intractable spasticity. It was reported that the patients battery was not working, it wouldn't stay charged. The patient reported that they did not see any coupling boxes. The patient did not have their recharger or programmer with them to trouble shoot but stated they would call back when they did. No patient symptoms or further complications were reported as a result of this event.